Manufacturer narrative:
(B)(4).

Event description:
It was reported that a new sensor prompt occurred. The sensor was inserted into the abdomen. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be a stale start command which led to an early sensor expiration. The reported event of a new sensor prompt is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.